Event description:
It was reported that the bd precisionglide¿ needle had no hole in it and leaked during the botox injection. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "we use bd precision glide needles (30g x 1/2 inch) for injecting botox for our headache clinic. We have had difficulties over the past few months with the needles not being sharp and recently there have been many instances of the needles with no hole in the needle. Today we have had 7 needles that had no hole in the needle. The lot # is 3055905 and it states on the needle packaging ref (B)(4). "There still are many concerns on the needles and one provider stated they had many issues yesterday. The provider also stated that one of the patients stated that they find botox very painful and that many of the needles are bent when you take the cap off." 1st customer response: were there any adverse events as a result of the reported failure? There have been instances of painful injections related to the needles being dull or not having a hole at the end, some patients required multiple injections. 2nd customer response: reported issue 1: needle defective (no hole) . This appears to be an ongoing issue, the end user mentioned 7 one day, 4 another, and then the 1 in our reporting system. Multiple dates not limited to but including (B)(6) 2023. ¿numerous¿ needles of which would pop off when the provider tries to inject medication. This issue was found in lot# 2327170 (B)(6) 2023. What is the patient outcome? Are there any adverse events/serious injuries? No serious injuries noted, the patients did experience painful injections and/or needing multiple injections due to needle defect. Was there a delay of, or change in, the course of treatment due to the event? Yes, medication leaked out at tip of needle and/or required multiple injections. What type of procedure is being performed? Botox injection. What was the medication/fluid in use at the time of the event? Yes."

Manufacturer narrative:
Investigation summary : a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3055905. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle had no hole in it and leaked during the botox injection. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "we use bd precision glide needles (30g x 1/2 inch) for injecting botox for our headache clinic. We have had difficulties over the past few months with the needles not being sharp and recently there have been many instances of the needles with no hole in the needle. Today we have had 7 needles that had no hole in the needle. The lot # is 3055905 and it states on the needle packaging ref 305106... "There still are many concerns on the needles and one provider stated they had many issues yesterday. The provider also stated that one of the patients stated that they find botox very painful and that many of the needles are bent when you take the cap off." 1st customer response: were there any adverse events as a result of the reported failure? There have been instances of painful injections related to the needles being dull or not having a hole at the end, some patients required multiple injections. 2nd customer response: reported issue 1: needle defective (no hole). This appears to be an ongoing issue, the end user mentioned 7 one day, 4 another, and then the 1 in our reporting system. Multiple dates not limited to but including (B)(6) 2023. ¿numerous¿ needles of which would pop off when the provider tries to inject medication. This issue was found in lot# 2327170, (B)(6) 2023. What is the patient outcome? Are there any adverse events/serious injuries? No serious injuries noted, the patients did experience painful injections and/or needing multiple injections due to needle defect. Was there a delay of, or change in, the course of treatment due to the event? Yes, medication leaked out at tip of needle and/or required multiple injections. What type of procedure is being performed? Botox injection. What was the medication/fluid in use at the time of the event? Yes."